Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Maude report: #mw5075298

Event description:
It was reported that during a colon resection procedure; the stapler misfired during the anastomosis requiring the surgeon to resect more bowel and re-anastomosis the bowel with a second stapler. Half of the anastomosis had the staples and half of the anastomosis was completely without the staples. Re-resection of the anastomosis using a competitor device and another anastomosis using ees stapling device. Surgeon was able to complete the surgery but method was not reported. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Maude report: #mw5075308.